Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2021-17360. It was reported that the cervical system was explanted for unknown reason.

Manufacturer narrative:
There was no reported event against the lead. The paddle lead was returned cut and incomplete. Two terminal end segments measuring 28.5cm each was received. Both segments showed indications of being fully inserted and secured inside the header of the ipg. Continuity testing did not identify and broken wires. No physical or functional anomaly that existed prior to explant that would contribute to device being explanted was observed.